Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the error "b30" occurred during a procedure. The intended procedure was completed. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 3 due to multiple events and devices reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it likely the cause is related to corrosion or liquid residue on the contacts of the output connector. Olympus will continue to monitor field performance for this device.